Manufacturer narrative:
(B)(4).

Event description:
The international customer reported the ventilator alarmed vent inop due to flow sensor failure. The customer reported there was patient involvement, no patient harm. No patient information available.

Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: the reported complaint of vent inop 9003 & 5000 occurrences was not duplicated. No fault was found on the returned exhalation flow sensor. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The international customer reported the ventilator alarmed vent inop due to flow sensor failure. The customer reported there was patient involvement, no patient harm. No patient information available.